Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bladder of small volume infusor ruptured. The bladder rupture occurred during filling at the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from april 5, 2019 - april 8, 2019. The actual device was received for evaluation. A visual inspection was performed and found the bladder has been ruptured. The ruptured bladder was microscopically examined and there were no signs of abnormality that may have potentially caused the rupture problem. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.